Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation trunk cable connector j703 on the distribution node pca was burned, causing the service code. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).